Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited intermittent loss of sensing via a merlin.net transmission. The device would be reprogrammed.